Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, while inserting the clip delivery system (cds), a loss of column was observed. Two more attempts were performed that resulted in a loss of column. Therefore, the physician decided to remove and replace the sgc. Upon inserting the cds into the new sgc, a loss of column was observed again. Therefore, the cds was removed and replaced. Upon removal of the cds, it was noted that the cds was difficult to remove from the clip introducer. Damage was observed on the clip introducer. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leaking clip introducer and torn clip introducer were confirmed via device analysis. The reported difficult clip introducer removal was not confirmed via device analysis. Additionally, the silicone valve was observed to be torn and the frictional elements were observed to be deformed. The reported improper or incorrect procedure or method failure to follow steps/instructions could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported loss of fluid column and difficult to remove clip introducer were unable to be determined. The reported torn clip introducer and observed torn silicone valve and bent frictional elements were likely due to procedural circumstances. The reported improper or incorrect procedure or method was due to the user using the cds with two different sgc devices. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, while inserting the clip delivery system (cds), a loss of column was observed. Two more attempts were performed that resulted in a loss of column. Therefore, the physician decided to remove and replace the sgc. Upon inserting the cds into the new sgc, a loss of column was observed again. Therefore, the cds was removed and replaced. Upon removal of the cds, it was noted that the cds was difficult to remove from the clip introducer. Damage was observed on the clip introducer. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.